Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the needle plunger, anterior needle and cuff, posterior needle and cuff, link material, and the monofilament were not returned, which limited the scope of the report. There was no damage detected to the handle of the device, guide tube, guide, foot, or sheath. Blow through marks were present on the posterior foot indicating the posterior cuff had been ejected from the posterior foot. Inspection of the foot assembly did not detect any damage to indicate a possible needle-to-cuff miss, needle strike, or possible malfunction of the device. During testing, a proxy needle plunger was inserted resulting in proper needle trajectory, with the anterior and posterior needles entering their respective foot pockets. Additionally, every device is checked twice for proper needle trajectory during its manufacture. No potential suture retrieval issue was detected. Based on the investigation findings, the device performed according to specification and the root cause for the reported experience could not be determined. A possible cause for the reported suture retrieval issue or the suture pulling out from the vessel may have been rotation of the device during needle plunger deployment and a failure to maintain adequate foot position against the arterial wall; however, the technique of the operator could not be confirmed. Moreover, a second proglide device was used successfully to achieve hemostasis, indicating technique was likely not an issue. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed to harvest the sutures, the entire suture pulled out of the vessel. The device was removed over a guide wire and a second proglide device was successfully used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.